Event description:
A surgeon reported a multifocal intraocular (iol) lens implant was exchanged for a monofocal iol due to the patient experiencing poor distance visual acuity and nausea. Additional information was received from the surgeon who reported that the patient was unable to tolerate the lens. The surgeon reported the event resolved following the exchange procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The questionnaire indicated the use of a cartridge, handpiece and viscoelastic. This is an approved lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(6) 2013. (B)(4).